Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during the procedure the stent from the 3.0x33mm xience skypoint stent delivery system (sds) dislodged. The stent was retrieved. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: information updated - device has reportedly been discarded.

Event description:
It was reported that during the procedure the stent from the 3.0x33mm xience skypoint stent delivery system (sds) dislodged. The stent was retrieved. There was no adverse patient sequela reported and no clinically significant delay reported. Subsequently after the initial was filed, the account confirmed during removal of the xience skypoint resistance was noted with an unspecified telescope guide extension and the stent dislodged. The stent was retrieved via snare with a balloon. Another non-abbott stent was used to successfully complete the procedure. It was noted that there was clinically significant delay.